Event description:
A report that the patient's precision system was explanted was received. The patient was explanted due to mrsa infection. The physician was not aware of any infection that the patient has. No additional information. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.